Event description:
A peritoneal dialysis (pd) pt reported following treatment she removed the cassette and found fluid on the pump module. She was advised to discontinue using the cycler and switched to manual treatment. She did not retain a sample. During follow up, the pt's pd nurse reported that her effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered . No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.